Event description:
It was reported that during an implant procedure, the attempted pacing lead was undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.